Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2008, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that during impedance testing, there were high impedances, greater than 20,000 on electrodes 4,7, 9-15. As a result of the event it was reprogrammed. The patient was programmed to get the best coverage. They were given several groups to choose from, the patient was going to notified the manufacturer representative of the next appointment with their pain doctor to determine if the groups were adequate. The patient was seen at the patient¿s post-operative appointment. There were complaints of not getting good coverage on the right side. The patient was getting coverage in abdomen bilateral back and the left which was where they wanted it, just missing coverage in the right leg. The patient post operative battery replacement only, leads remained in place. Upon reprogramming they were unable to get stimulation at max voltage using 8-15 contacts. Impedance checked and resulted were greater 10,000 on contacts 4/7/9-15. Rechecked using higher voltage and same contacts greater than 20,000. Reference electrode changed and the results stayed consisted. There was attempts to program around the out of range contact and was able to get some cover in the right back buttock and thigh. The patient was asking for several options to choose from, several groups were given for the patient to try over the course of the month. The patient wanted to try programs and follow up with the manufacturer representative if coverage was inadequate. No further actions were taken at that time, (B)(6) 2015. If additional information is received, a follow-up report will be sent.